Event description:
The tip i.m. Rod broke off in the patient. It was discovered when the instrument was being cleaned. The doctor ordered a post-op x-ray and the tip was seen near the top of the femur. The patient is in good condition with a moderate activity level.